Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). During the surgery, the already well placed cage was pulled out because the used instrument could not be uncoupled correctly. The assistant had to kneel down directly next to the surgery table to recognize the arrows. Surgery delay of 15 minutes reported. Components in use listed as concomitant devices are: sn002r / prospace peek insertion instrument. Ae-qas-sp41 / collect. No.qas spine posterior stabilis.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope, panasoic dmc tz8 digital camera. First we made a functional and visual inspection of the instrument. First of all, we noticed that one of the guiding pins at the distal end was partly backed out because of a broken welding seam. During the functional test we noticed a rough turning adjustment knob. The root cause here were misadjusted grab screws in the knob because of broken welding points. The screw slot of one screw shows heavy damages, so we assume that customer opened the screw to disassemble the instrument for the reprocessing process. This is not permitted because the instrument loses its proper setting during unscrewing those screws. An extract of the IFU describes the disassembling process for reprocessing. At last we noticed an asymmetry in the laser marketing, the triangles at the clamp rod are unequal and not according to the specification. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the main cause for the problem is most probably manufacturing related. No CAPA is necessary.